Event description:
The case report from united states was derived from medical literature on 05/14/2014, article entitled "subserosal misplacement of essure device manifested by late-onset acute pelvic pain". (Related case: (B)(4)). This case refers to reference article: "persistent pain after hysteroscopic sterilization with microinserts." It refers to a female pt of unspecified age who received fallopian tube occlusion insert (fallopian tube occlusion insert) for hysteroscopic sterilization and experienced bilateral poking pelvic pain. Case report: this case refers to a pt who experience bilateral "poking" pelvic pain that started 2 days after the essure placement and lasted for 10 weeks. Was resistant to nonsteroidal anti-inflammatory drugs, and eventually required a diagnostic laparoscopy, but on the pt's request removal of the implants and bilateral salpingectomy were performed, and she was free of pain afterward. Company causality comment: this medically confirmed case report was derived from medical literature and refers to a female pt who had fallopian tube occlusion insert (essure) inserted and experienced bilateral poking pelvic pain that started 2 days after the essure placement and lasted for 10 weeks, was resistant to non-steroidal anti-inflammatory drugs, and eventually required a diagnostic laparoscopy. There was no apparent essure misplacement during laparoscopy, but on the pt's request removal of the implants and bilateral salpingectomy were performed, and she was free of pain afterward. This event was considered serious due to medical significance and is listed in the reference safety info of essure. In this particular case, 2 days after essure placement, the pt developed poking pelvic pain and was resistant to non-steroidal anti-inflammatory drugs. Removal of the implants and bilateral salpingectomy were performed and the pt was free of pain afterward. The positive temporal relationship and the positive dechallenge causality between the reported pelvic pain and the suspect insert cannot be excluded, and this event was therefore, regarded as in incident due to the required essure removal by laparoscopy and bilateral salpingectomy. Ptc in process.

Manufacturer narrative:
Ptc investigation result was received on (B)(4) 2014. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect at this time. Medical assessment: the reported medical event is a possible undesirable event with the use of essure and is not necessarily indicative of a quality defect. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect. Company causality comment: this medically confirmed case report was derived from medical literature and refers to a female patient who had fallopian tube occlusion insert (essure) inserted and experienced bilateral poking pelvic pain that started 2 days after the essure placement and lasted for 10 weeks, was resistant to non-steroidal anti-inflammatory drugs, and eventually required a diagnostic laparoscopy. There was no apparent essure misplacement during laparoscopy, but on the patient's request removal of the implants and bilateral salpingectomy were performed, and she was free of pain afterward. This event was considered serious due to medical significance and is listed in the reference safety information of essure. In this particular case, 2 days after essure placement, the patient developed poking pelvic pain and was resistant to non-steroidal anti-inflammatory drugs. Removal of the implants and bilateral salpingectomy were performed and the patient was free of pain afterward. The positive temporal relationship and the positive dechallenge causality between the reported pelvic pain and the suspect insert cannot be excluded, and this event was therefore, regarded as an incident due to the required essure removal by laparoscopy and bilateral salpingectomy. A product technical complaint (ptc) analysis was performed and concluded that based on the information available, there is no reason to suspect a quality defect of the product.

Manufacturer narrative:
Data correction: the code knh was replaced with hhs.